Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that the central post feature had fractured off from the main body of the component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The device is considered conforming due to the manufacturing review and the extended field life of the device. The root cause associated with this event is associated with design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through worn instrument return that the tibial articular surface provisional fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a knee arthroplasty on an unknown date, the tibial articular surface provisional fractured. Another provisional was used to complete the procedure. No adverse event was reported as a result of this malfunction.